Event description:
Nkv ventilator malfunctioned. The screen rebooted and made loud alarm noise (as if turned off). It appeared to still be working and the patient appeared to be ventilating despite the reboot. Equipment was changed out for a new ventilator without issue. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). Working closely with manufacturer for these repeated occurrences. Logs downloaded and sent to them for review.